Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate or verify the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device would power off intermittently during use. There were no reports of patient use associated with the reported event.

Event description:
A customer contacted physio-control to report that their device would power off intermittently during use. There were no reports of patient use associated with the reported event.